Event description:
It was reported that the mattress cover was allowing fluid infiltration and the internal components of the mattress were affected as a result. There were no visible holes or tears in the cover.